Event description:
A patient with barrett's esophagus and high-grade dysplasia underwent focal ablation on two occasions at a 3 month interval, developing mild dysphagia after the second treatment. A stricture graded as "mild" by the investigator was noted. Two dilation procedures resolved the stricture.